Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device is still implanted.

Event description:
The following was reported: a concorde lift cage implanted (B)(6) 2018. Part number and lot number unknown). L5-s1 isthmic spondylolisthesis. 11x23mm cage achieved 4mm of expansion. In (B)(6) 2019, the cage partially collapsed; the surgeon explained that a large amount of bone was used to fill and back fill the cage during procedure. CT scan confirmed partial fusion/ bone seen inside and across the implant. Obesity was noted as a clinical factor.

Manufacturer narrative:
Product complaint # ==> (B)(4).